Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As per report from the field clinical specialist (fcs), during a tf tavr procedure of a sapien 3 ultra valve implanted in the aortic annulus with left side access, the balloon on the commander delivery system ruptured after successful deployment of valve. The delivery system was coaxial and retracted into the esheath, but the distal tip/ partial balloon was caught just above the iliac bifurcation and would not retract into the sheath, as the balloon ruptured transversely and flared/enfolded over the distal tip. The physician tried to remove the delivery system but was unable to retract the delivery system into the esheath. After multiple attempts to resolve the issue, it was decided to call vascular surgery, and the delivery system was surgically removed. After the delivery system was withdrawn from the esheath, it was noted that the distal end of the sheath was split. The patient was stable post vascular surgery retrieval and repair. The delivery system was retained by the hospital for pathology review.

Manufacturer narrative:
No devices were returned for evaluation, as the hospital required the delivery system be sent to their pathology for review. A lot history review was performed and revealed no similar complaints. The device history record (DHR) review was performed, and a review of the work orders did not reveal any manufacturing non-conformances that would have contributed to this event. The instructions for use (IFU) for commander delivery system with s3u and training manuals device preparation and device training were reviewed for guidance and instruction on device preparation and usage involving the commander delivery system and esheath. There were no IFU/training deficiencies identified. During the manufacturing process, multiple visual inspections and tests were performed to the commander delivery system, including: dimensional inspection of the proximal and distal legs, balloon outer diameter inspection, working length inspection, and single wall thickness inspection. Visual inspection of the balloon looking for flash, witness lines, mechanical damage, crow's feet, contamination, and inspect for visual defects under minimum 8x magnification using microscope. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The complaints were unable to be confirmed. Due to the unavailability of the device, engineering was unbale to perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per case note "the stj was calcified and was deemed the cause of balloon rupture during valve deployment". The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that patient factors (calcification) may have contributed to the event. As event reported "the delivery system was coaxial and retracted into the esheath, but the distal tip/ partial balloon was caught just above the iliac bifurcation and would not retract into the sheath, as the balloon ruptured transversely and flared/enfolded over the distal tip." A balloon burst would have created difficulty withdrawing the delivery system into the sheath. The altered balloon profile may have likely become caught on the tip of the sheath leading to the withdrawal difficulties noted. While a definitive root cause is unable to be determined, available information suggests that procedural (retrieval of burst balloon) factors likely contributed to the reported withdrawal difficulty. The complaints were unable to be confirmed. Available information suggests that patient and procedural factors likely contributed to the reported events. No IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Therefore, no corrective or preventative actions are required at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.